Event description:
Pepcid 20mg IV in 100cc, nurse set up to infuse at 4cc hr. As a piggyback. After 6 hrs. Of infusion the piggyback only had 20cc of solution lift in the bag. IV was switched to another pump. Doctor stated that the drug is normally given IV push, therefore, the patient was in no danger at all.